Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her child's insulin pump alarmed critical error after pump was submerged in water. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to corrosion on force sensor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unit received with corrosion on all electronic assemblies, corroded motor home switch and corroded battery tube.